Event description:
Twenty months after percutaneous coronary intervention (pci) with three stents, there was vessel diameter increase.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment of 2-vessel disease. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medication was heparin 10,000 units. Pci was first performed on an in-stent restenotic lesion (after non-cordis bare metal stent) in the distal left circumflex of 12.1mm in length in a 3.1mm vessel diameter. The type b1 lesion was also concentric. Pre-dilation was conducted with a 3.0x15mm balloon at 8 atmospheres (atm) before a 3.0x18mm cypher stent at 18 atm. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was not done. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) I and iii flows were recorded pre and post-procedure, respectively. Act was not measured. Pci was performed next on a de novo lesion in the mid right coronary artery (rca) of 28.1mm in length in a 2.6mm vessel diameter. The type c lesion was also concentric. Pre-dilatation was conducted with a 2.5x20mm balloon at 8 atm before two overlapping stents were deployed. A 2.5x23mm cypher stent was deployed at 18 atm followed by a 3.0x18mm cypher stent at 18 atm, proximal to the first stent. Ivus was not done. The residual diameter stenosis measured 0%. Post-dilatation was not done. Timi iii flows were recorded pre and post-procedure. Act was not monitored. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. However, the patient stopped taking ticlopidine hydrochloride approx. Eight months later for unspecified reasons. Approx. 20 months after the index procedure, the patient complained of chest pain and went to the hospital. Because the symptoms were not severe, coronary angiography was scheduled for a later date. Three weeks later, the angiography confirmed thrombus inside of the first cypher stent in the distal left circumflex. It was confirmed by ivus that the vessel diameter of the stent increased to approx. 4mm. Thrombus was not observed in the 1st and 2nd stents, but there was also vessel increase though not as large as the distal circumflex. No treatment was provided because the patient had no symptoms. The patient recovered the following day and was discharged from the hospital. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. A male patient with a history of previous mi, hypertension and hyperlipidemia experienced positive remodeling and a thrombotic event post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an elective angiogram revealed lesions in his mid rca and distal circumflex. This patient's advanced age and history put him at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included heparin. Acts were not measured during the procedure. The distal circumflex lesion was described as an isr of a non-cordis bms, type b1, 3.1mm in diameter, 12mm in length, concentric and with a timi flow of 1. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00x18mm cypher stent at maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The mid rca lesion was described as de novo, type c, 2.6mm in diameter, 28.1mm in length and concentric. The safety and effectiveness of the cypher stent has not been established in these types of vessels and /or lesions. The lesion was pre-dilated prior to the placement of a 2.50x23mm cypher stent at maximum inflation pressure of 18atm. This was followed by the overlapping placement (presumably more proximally) of a 3.00x18mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the use of more than two cypher stents has not been clinically established. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The patient was discharged on medications that included asa and ticlid. Six months after the index procedure, the patient's ticlid was discontinued. It is not known if this was a planned event that occurred as a result of an adverse event. Thirty-one months after the index procedure, the patient experienced chest pain. It appears that an angiogram was deferred to a later date since the patient's symptoms were not considered severe. Twenty-one days later, an angiogram revealed thrombus within the 3.00x13mm cypher stent previously implanted in the distal circumflex. In addition, ivus was conducted and this revealed that this vessel diameter at the site of this stent had increased to approx. 4mm. No thrombus was observed in the cypher stents implanted in the mid rca. However, the same negative remodeling (though to a lesser extent) was seen at this site as well. The procedural physician opted to forgo interventional treatment of these events at this time since the patient was asymptomatic. The patient was discharged from the hospital the next day in stable condition on medications that also now included ticlid. The products remain implanted in the patient and are thus not available for evaluation. DHR reviews for the lot numbers of the two 3.00x18mm cypher stents revealed that the products met requirements for product acceptance. The DHR review of the 2.50x23mm cypher stent has not been completed at this time. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the possible cause of the thrombotic event was the negative remodeling that was noted. There are patient, vessel, and procedural factors that may have contributed to this event. This is one of three products associated with the events that were submitted under the following manufacturing numbers 9616099-2007-01540, -01541, and -01542.